Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) confirmed that the customer resolved the issue after rebooting the device, and no further investigation was required. The bio ID was working as intended. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, biometric identification had post upgrade. When going to scan finger - the bio ID acts like a strobe light trying to scan your fingerprint. It flashes between 4-14 times for about 10-15 seconds. There were no adverse events or injuries reported based on this event.